Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress, the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. The analyst also noted:helix is bent and stretched and does not retracted.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix may have extended without user input. The physician was unable to remove the lead so it was capped and removed the next day. A new rv lead was implanted and the helix also extended without input. The lead was removed and replaced. Additionally, both leads were difficult to position due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.